Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front right bottom corner, the right plunger case was cracked, the bottom case was missing the seal, a non- original equipment manufacturer (OEM) super cap found in main printed circuit board (pcb). A review of the event history log (ehl) identified base not responding and battery not working/depleted battery alarm. During the functional testing the reported issue was able to be duplicated. Fluid contamination and corrosion were found in interconnect board causing the base not responding error. The battery error was due to normal wear of the battery due to being over 7 years old. The root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface and normal wear of the battery. Replace interconnect board. Replaced battery. Performed power up, self-test.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump had possible software issue and a depleted battery. No patient was involved in this event. No adverse effects were reported.